Event description:
It was reported that the arctic sun device was not cooling the patient. They ran it in manual control with 4 degrees as the target and checked chiller temperature (t4) and it was 3.6 degrees, since it had a bad mixing pump, and it was due for the 2000-hour preventive maintenance and would be sending it in. Per follow up information received via email on 27jan2023, biomed stated that the device would be sent for repair soon. Per sample evaluation results received on 22feb2023, the root cause of the reported issue was due to a failed mixing pump. It was stated that arctic sun device was primed to fill. It was stated that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it will be replaced preventatively.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed circulation pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling the patient. They ran it in manual control with 4 degrees as the target and checked chiller temperature (t4) and it was 3.6 degrees, since it had a bad mixing pump, and it was due for the 2000-hour preventive maintenance and would be sending it in. Per follow up information received via email on 27jan2023, biomed stated that the device would be sent for repair soon. Per sample evaluation results received on 22feb2023, the root cause of the reported issue was due to a failed mixing pump. It was stated that arctic sun device was primed to fill. It was stated that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it will be replaced preventatively.